Event description:
It was reported that there was an ongoing issue with cobalt devices linked to the mcl-heart application, which was not displaying battery longevity, contributing to the patient's confusion and concern. The patient expressed feeling unsupported during weekends and worried about potentially needing to visit the ER. The patient was advised that the battery longevity might start displaying in a few months and was guided through sending a manual transmission using the mcl-heart application. The patient was concerned that the battery life of the cardiac resynchronization therapy defibrillator (crt-d) had dropped by two years in five days. Follow up with the clinic indicated that the left ventricular (lv) lead threshold was high, and the programmed voltage increased. Reprogramming was performed and the lv polarity was changed several times. The lv lead remains in use. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 693558 lead implanted: (B)(6) 2025, dtpa2q1 crt-d implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.